Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The eccentric de novo target lesion with a bend of <=45 was located in the moderately tortuous and moderately calcified left anterior descending artery . Following pre-dilatation, a 3.00 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was found that the tip of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital ( managed by (B)(6)).